Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was emitting tones due to a battery depletion error code. A download of the device data was evaluated by a boston scientific engineer. It was determined that the error appeared to be the result of extended magnet application. The magnet creates a temporary drop in battery voltage which recovers once the magnet is removed. No adverse patient effects were reported.